Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. A definite root cause for the reported event could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150310rx pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved one patient with no consequences. The female patient's age and weight is unknown.